Manufacturer narrative:
Analysis received the unit with missing segments due to cracked and bleeding lcd glass. There was no blank display during testing or damage found on the lcd isolation tape. There were no moisture damage in the electronics, motor, vibrator and keypad assembly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the insulin pump had a blank display. The customer's blood glucose was 171 mg/dl at the time of incident. The insulin pump will be returned for analysis.